Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which is within maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cones were reviewed and no issues were noted. The proximal balloon cones appeared slightly relaxed (not tightly folded) appearing as if some pressure was applied. Dried medium was evident in lumen of device. The hypotube was cut a further 2.2mm to facilitate inflation testing. The device was soaked in water (due to dried contrast medium inside lumen) in water-bath at 37 degrees celsius for 3 hours. A hand held encore device was used to inflate the balloon and an inflation aid inserted into the broken hypotube end. The balloon inflated with no issue and the stent deployed. Balloon deflated in 11 seconds. A visual and tactile examination found a hypotube break 495mm from the distal end of the strain relief. Slight multiple kinks were also noted along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied to the delivery system of the device. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 38 x 2.75 promus premier¿ stent was advanced and inflation was attempted but without success. During removal of the device, the physician observed the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 38 x 2.75 promus premier¿ stent was advanced and inflation was attempted but without success. During removal of the device, the physician observed the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.